Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the connector pin was damaged. A replacement was requested, but the patient received the incorrect part. The patient had not been able to recharge for 10 days. The patient was waiting all night for the package and she hurt all night. The patient received the part she needed and was able to successfully recharge. The patient had been receiving help with the implant and the therapy was effective at the present time. The circumstances that lead to the patient hurting all night was the broken post on the device. Scoliosis and an accident in 1999 resulted in broken hips and spinal herniation in 5-6 lower back vertebrae. Indications for use include failed back surgery syndrome. If additional information is received, a supplemental report will be sent.